Manufacturer narrative:
The device currently remains in service. This report will be updated should further information be received.

Event description:
It was reported during on going use, the device was showing premature battery depletion. Technical services has been contacted to check the data recorded from the device. Currently the device remains in service. No adverse effects were reported.